Event description:
Synergy china registry it was reported that the patient experienced unstable angina pectoris. In (B)(6) 2023, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 95% stenosis and was 52 mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 24 mm and 3.50 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Nine days later, the subject was discharged on aspirin clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized for further treatment. No action was taken to treat the event. Five days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.